Manufacturer narrative:
Event date is unknown. The driver was returned to the manufacturer for analysis. Analysis found that the tip of the returned driver was worn down and somewhat rounded out. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site returned the driver because the clamp was bent and could not be engaged tightly. It was noted that the corner of the driver was worn.